Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker decreased longevity faster than expected. The patient had frequent atrial tachycardia. Boston scientific technical services (ts) recommended sending data for analysis. Engineering analysis confirmed that device had increased power consumption due to high atrial rates. To date, this device still remains in service. No adverse patient effects were reported.